Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Data logs confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response. Product was not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. Added- h6 impact code 4629. D4-updated model number. Added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp to support a patient admitted with a stemi (elevation myocardial infarction) and mvd (mitral valve disease) cad (coronary artery disease). The cp had low flows which prompted pump troubleshooting/flushing but when the flow remained suboptimal, the pump was replaced. The team replaced it after just 28 minutes with a new successful pump.